Manufacturer narrative:
Section d6a: date of implant was inadvertently populated in the initial report; the device is not implanted. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms on 25dec2025 was confirmed through log file analysis; however, the reported event of backup battery fault alarms on 02jan2026 could not be confirmed. The alarm on 25dec2025 activated due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm did not affect the controller¿s ability to operate the pump as intended. There were no other notable alarms active in the log file. The returned heartmate 3 system controller (serial number: (B)(6)) was functionally tested and was found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. The alarm was not reproduced during testing of the returned system controller. Provided information stated that the initial alarm resolved after reseating the backup battery. Following the second alarm, a controller exchange was performed which resolved the alarms. The root cause of the backup battery fault alarm could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to further investigate backup battery faults. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. This section also provides instruction on how to properly replace the backup battery. Section 5 of the IFU, entitled ¿surgical procedures¿, provides instruction on how to install the 11v backup battery in the controller. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to care for the 11v backup battery and overall controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an emergency backup battery (ebb) fault alarm that resolved after reseating the ebb. Log files were submitted for review which captured ebb faults on 25dec2025 due to the ebb failing the load test. The patient then had another ebb fault alarm on 02jan2026. Additional log files were submitted for review which did not contain the ebb faults due to them being overwritten with new data. Since the alarms did not resolve, a controller exchange was performed to address the ebb fault alarms. No ebb fault alarms had occurred after the controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.